Event description:
Customer reported that he has been receiving several no delivery alarms during bolus. Customer stated he feels insulin in not being delivered with the same pressure as it used to. Customer was unable to troubleshoot at the time. Blood glucose value is 258 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.